Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 22-aug-2025, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine result on a 78-year-old male patient in for scheduled cat scat. Return product is available for investigation. Method: I-stat, date: 21-aug-2025, collected: 0840, tested: 0844, crea (mg/dl): 2.9, sample: a. Method: I-stat, date: 21-aug-2025, collected: 0840, tested: 0854, crea (mg/dl): 2.5, sample: a. Method: lab, date: 21-aug-2025, collected: 0930, tested: 1000, crea (mg/dl): 1.3, sample: b. Method: I-stat, date: 21-aug-2025, collected: 0930, tested: -, crea (mg/dl): -, sample: b. Method: I-stat, date: 21-aug-2025, collected: 0930, tested: 0824, crea (mg/dl): 2.3, sample: b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 08-sep-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a25197b.